Event description:
It is reported that the insulin pump stopped insulin delivery during a bolus. Checked alarm history and did not find no off no power alarms. Customer concerned that insulin pump is starting and stopping insulin delivery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and programmed with several boluses and delivered properly. Bolus was delivered and recorded properly in bolus history. All operating currents tested within specification range. No blank display noted and no blank display noted during bolus delivery. The insulin pump was received with cracked reservoir tube lip noted during our visual inspection.